Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted sigmoid colectomy procedure, the endowrist vessel sealer instrument seal function was reported to be working, but not delivering enough energy. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, it was observed that the seal function of the endowrist vessel sealer was working, but not delivering enough energy. A follow-up with the customer site confirmed the issue was resolved by replacing the instrument with a new endowrist vessel sealer instrument. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed.